Event description:
Patient allegedly received an implant on (B)(6) 2014 via the left common femoral vein due to right femoral/popliteal deep vein thrombosis. It is also alleged that a successful retrieval was performed on (B)(6) 2016 due to "tilt and perforation of filter strut through ivc and another filter strut contacting the aortic lumen." Patient is alleging tilt, vena cava perforation, and "one strut contacts the aortic wall." The patient further alleges "imaging in (B)(6) 2016 revealed that plaintiff¿s cook ivc filter was tilted with the apex directed towards the right lateral wall of the vena cava. One of the filter struts was noted to be perforating through the ivc wall towards the adjacent vertebral body and another strut has contact with the aortic lumen." Per retrieval report (successful) dated (B)(6) 2016: "the filter was found to be tilted and with a strut penetrating into the aorta. Presented for retrieval." "The right femoral artery was accessed with a micropuncture needle." "There was one strut almost through the wall of the aorta." "Next, we advanced slowly with the wire loop technique with the glidewire around the legs of the filter to tug gently on the filter and engage the hook of the filter with a 16-french sheath. We were able to successfully engage it and we were able to re-collapse the filter and retrieve the filter safely."

Event description:
It is alleged that the patient received a cook celect platinum filter on or about (B)(6) 2014. The patient alleges injury without further explanation.